Manufacturer narrative:
The investigation for low pump flow has been completed. The pump was not returned for investigation. Data logs show low pump flow from the beginning of the case run without a noted motor current spike, placement signal trend, or positioning issue. According to the clinical details, low pump flow was noted from the start of the case. Fluoroscopy revealed a kink in the cannula at proximal to the black radiopaque marker. Patient had a heavily calcified aortic arch. The cause of the low pump flow issue was most likely patient condition related, based on given clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old female noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported a few minutes after implant the flows dropped to 1.0, it was noted on fluoroscopy there was a kink in the impella cannula possibly due to heavy calcification of the aortic arch. The physician was unsure if the low flows were from the kinking of the cannula or from a potential clot aspiration. The impella cp was removed and a new one placed. There was no patient harm reported.